Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault with significant reduction of iridocorneal angles. Lens was exchanged for a shorter length lens and problem was resolved. Cause of the event was reported as patient related factor.

Manufacturer narrative:
H11-manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).